Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that the black circular band came off of the monopolar curved scissors (mcs) instrument and fell into the patient. The fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). The tube reinforcement ring from the instrument was found to be missing from the main tube and tube extension interface. No signs of additional damage were observed except for one small indentation found on instrument's tube extension. No insulation damage was found on the instrument's main tube. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the black circular band from the mcs broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment was retrieved.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) received additional information regarding the reported event from the site. The site indicated that the surgeon was able to see the broken fragment with the scope on the surgeon side console (ssc). The broken fragment was retrieved laparoscopically with a grasper instrument. The site denied that an x-ray or additional surgical procedures were performed to retrieve the fragment. Based on the new, additional information provided, this complaint is being reclassified from an adverse event/product problem to a product problem. There is no indication, at this time, that the patient was harmed or injured because of the reported issue.